Event description:
A sl 10 catheter was brought into position within the aneurysm through the stent over synchro wire. A target coil was then deployed into the aneurysm. Post coiling angiography showed what looked like a loop within the parent vessel and I attempted to bring the coil back into the delivery catheter. At this point the coil and microcatheter appear to be attached in a malfunctioned way and I attempted to withdraw the coil. The microcatheter migrated out of the aneurysm and into the guide catheter. I continued to pull on this system in an attempt to remove the coil in its entirety from the aneurysm. However the coil released leaving the coil partially deployed within the aneurysm, partially invested within the stent, and partially within the parent vessel. I attempted to snare this using 3 different loop snares without success. In the process of this a loop snare was used with the sl 27 catheter, which caused the distal marker of the catheter to become deployed into one of the m3 branches. It was left in place. A next used the trico stent 2 and snare the loose coil and withdraw it. Unfortunately, at this point part of the coil was invested within the stent while the coil snapped a portion of it remains in place of within the stent tines. At this point neurological exam was performed the patient remained at her neurologic baseline control. Angiograms confirmed good flow within the middle cerebral artery vessels including the one with the detached portion of the catheter the stent was in good position.